Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 44-year-old female patient who had essure inserted. The patient's medical history included dysfunctional uterine bleeding and anaemia. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), 8 years 4 months after insertion of essure. The patient was treated with surgery (hysterectomy total vaginal w bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2021: medical record received. Event medical device removal was replaced with dysfunctional uterine bleeding. Reporter information was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 44-year-old female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 4 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality safety evaluation for ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 4 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.